Event description:
Device report 3 of 3. Reference MFR report: 1627487-2011-09136. Reference MFR report: 1627487-2011-09137. The pt received the scs sys including one percutaneous lead, two extensions (from the same lot) and the ipg on (B)(6) 2010. It was reported the pt elected to explant the entire scs sys as he experienced over stimulation. Reprogramming attempts was unable to resolve the issue. The explanted products have been returned to sjm. No further pt complications were reported.

Manufacturer narrative:
Eval: results: insp of the returned products revealed both extensions were completely cut consistent with explant damage. Extension labeled "a" was cut at approx 2 cm from the base of the connector block. Extension labeled "b" was cut at approx 4 cm from the base of the connector block. Two lead bodies were also returned, one approx 28 cm long and the other approx 26 cm long. Both terminal ends and lead segments were clear and in good condition. The connector block of extension "a" had minor discoloration in the septum. The connector block of extension "b" was clear. No functional testing was performed due to the extensions being cut. No anomalies were observed that would have existed prior to explant and would have contributed to the complaint. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.